Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the inspiratory module printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
Covidien service engineer reported that during the preventive maintenance was reported by the customer that the 840 ventilator went into inoperable condition and the device stopped cycling. It was unknown if patient was connected to the ventilation during the malfunction.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.